Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced charging issue. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned per hospital policy.